Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she saw insulin inside the insulin pump's reservoir compartment. She assumed the reservoir was leaking. She changed it today but there was still insulin in the reservoir compartment. Customer's blood glucose level was 549 mg/dl. The customer treated her blood glucose level with the insulin pump and then with manual injections. Self-test passed. The device was not returned.

Manufacturer narrative:
The "date of this report" and the "date revived by MFR" provided in the initial report were incorrect. The correct dates has been provided in this report.

Manufacturer narrative:
The aware date and incident date provided with initial and follow up report were incorrect. The correct information has been provided with this report.